Event description:
The customer obtained a non-reproducible false reactive vitros anti-hav igm result (1.88 s/c) from a single patient sample run on the vitros eciq immunodiagnostic system. Repeat analysis of the same sample determined that the expected result was vitros anti-hav igm negative (0.42 s/c). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The false reactive vitros anti-hav igm result was initially released out of the laboratory, however a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible false reactive vitros anti-hav igm result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or reagent malfunction occurred. The investigation was unable to determine a definitive root cause. There was no evidence to suggest pre-analytical error involving sample mix-up occurred, however it could not be ruled out as a potential contributing factor. The root cause of this event is unknown.